Event description:
Boston scientific received information that a patient had been seen in-clinic for a routine device check. During the initial radio frequency (rf) interrogation session with this programmer, an error message occurred at which time the technician used a second programmer to complete the device check. During the interrogation session with the second programmer, the technician also noted that the patient's name had been displayed incorrectly on the programmer screen. The technician corrected the patient's name on the 'general' patient data tab, printed out a copy of the interrogation session and dismissed the patient. It was later noted that the current programmed parameters for this patient were inconsistent with expected values. Initially, it was thought that the parameters displayed, were from the patient's former device. After the patient left, the clinician suspected that something had occurred during that interrogation session which had altered the device parameters, as the printed copies failed to represent the appropriate settings for this patient. During a subsequent in-home visit, the bsc representative confirmed the settings were incorrect and the correct programming was restored. It was suspected that programmed settings had been altered during the interrogation session; likely when the initial error message had been displayed. The field representative confirmed that the settings in the device were identical to the patient that had been previously interrogated with this programmer, approximately 2.5 hours prior (with no interrogations in-between). The programmer was sent back for laboratory analysis.

Manufacturer narrative:
Upon receipt this programmer was thoroughly inspected and analyzed. Both inductive and rf telemetry interrogation attempts were performed; no errors were observed. The inductive and rf telemetry interrogation cycles were repeated 10 times; no errors were observed. Laboratory analysis failed to reveal evidence of a programmer performance problem; the programmer operated normally throughout the testing series. In addition to laboratory analysis, a team of boston scientific's internal engineers reviewed the event information in an attempt to recreate the reprogramming anomaly. A detailed code analysis was performed with results suggesting the interrogation may have been performed with a programmer that did not have an 'end session' or reboot, between individual device interrogation session. Engineers confirmed the only way this observed behavior could occur is due to the programmer's attempt to restart the telemetry communication session after encountering a rare communication error during the session with a previous patient. During an interrogation session with established telemetry, each programmer employees a number of security checks as standard safeguards for programmer/device communication. One specific safeguard, referred to as the cyclic redundancy check (crc; error detecting code) is a 4-step 'key challenge' designed to detect coding errors. This specific reported field anomaly was the result of a false positive crc that also triggered a key challenge failure and subsequently left the programmer in a vulnerable state. This most likely occurred due to rf interference or noise, in conjunction with the programmer having been active/in-session state. This type of security check anomaly has only been reproduced in a development environment. This reported case represents the only field anomaly. Boston scientific has concluded that the likelihood of recurrence remains extremely remote.